Event description:
--

Manufacturer narrative:
To date, the explanted device and lead have not been received at boston scientific. Upon receipt the device and lead will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and a lead fracture that was observed on x-ray during a recent follow up. It was also noted that the patient's device was subsequently explanted due to the patient's pre-existing of carcinoma. No allegations were made against the device. A new device and lead were not implanted at this time due to the patient's condition and maybe implanted at a later date. The device and lead were returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, which was returned in numerous severed segments. X-ray examination revealed no fractures, however one of the returned segments showed trilumen insulation damages the rs-coil was exposed. It was determined this type of damage most likely caused by entrapment in the clavicle/ first-rib region.